Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited a high-pressure purge alarm which was attributed to kinking of the purge cassette line. The purge cassette and bag were replaced. Additionally, there was a placement signal alarm, that was reported to be resolved without a specified resolution. Additionally, the patient was diagnosed as heparin induced thrombocytopenia (positive), the resolution for this issue is unknown. It was reported that the patient survived normal explant.